Manufacturer narrative:
Please see MFR numbers 3012307300-2018-02814 and 3012307300-2018-02811 for related device incidents.

Event description:
It was reported that during use of a new medication cassette reservoir, the patient's pump elicited a "no disposable, clamp tubing" alarm. The customer switched to a backup pump but the same alarm happened. The cassette was discarded and there was no patient injury associated with this incidence.